Event description:
Physician had needle totally disengage from syringe during collagen injection, causing material to spill on face of pt. There was no impact or injury to pt. This event is being reported due to possibility that injury could result should event recur.